Event description:
It was reported that all of the insulin in the cartridge was pushed out during the load cartridge phase and the pump displayed the message "no cartridge detected." A family member stated that this issue occurred last night and once a few months ago; she did not report the first occurrence. She noted that the patient repeated the prime/rewind function successfully with another cartridge in both instances.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.